Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical reset. It was also reported that the icm was unable to be interrogated; the icm was stated to have likely been at end of service (eos). The icm remains in use. No patient complications have been reported as a result of this event.